Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date" monitor - (B)(4) - 11/07/2014. Belt - (B)(4) - 03/01/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was vt self-converting prior to shock delivery. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient received the treatment shock while at home. The response buttons were not pressed during the event. The patient's rhythm at the time of the arrhythmia detection was vt at 200 bpm. The arrhythmia self-converted to atrial fibrillation at 130 bpm after approximately 30 seconds. The rapid rate satisfied the rate detector of the detection algorithm. The patient reportedly did not seek medical attention and continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient received the treatment shock while at home. The response buttons were not pressed during the event. The patient's rhythm at the time of the arrhythmia detection was vt at 200 bpm. The arrhythmia self-converted to atrial fibrillation at 130 bpm after approximately 30 seconds. The rapid rate satisfied the rate detector of the detection algorithm. The patient reportedly did not seek medical attention and continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event. While investigating a monitor that was returned due to a patient treatment, a reportable malfunction was found.

Manufacturer narrative:
Explanation of h.1: there was no death or device malfunction associated with the inappropriate defibrillation event. H.3. Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(6) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. H.4. Manufacture date monitor - (B)(6) - 11/07/2014. Belt - (B)(6) - 03/01/2013. H.10 additional defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was vt self-converting prior to shock delivery. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (patient treatment) was investigated. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.